Event description:
The healthcare professional reported that during a coil embolization procedure of a subarachnoid hemorrhage (sah) at the posterior cerebral artery (pca), the complaint coil, a 1.00mm x 3.00cm galaxy g3 mini (glm910030 / 30622476), was used after a 3mm x 8cm target ultra coil (stryker) and a 2mm x 3cm target nano coil (stryker) were used. The physician noticed that the second target nano coil was coming into the neck side, therefore, the complaint coil was introduced and unsheathe for delivery, however, it was reported that the introducer sheath became exposed and it could not be resheathed. A continuous flush was not maintained. A shoryu balloon catheter (kaneka medix) was used and angiography was repeated to confirm that the target nano coil did not affect the parent vessel. It was difficult to access, therefore, no additional coil was added and the procedure was completed. There was no report of any patient adverse event or complication. Additional information received confirmed that the reported device issue did not result in any patient consequence. There was no additional intervention required. The reported issue did not result in any blood flow restriction / reduction. There was no clinically significant delay in the procedure as a result of the reported issue. The information indicated that there was no resistance at any time during the advancement of the complaint coil through the concomitant headway® duo microcatheter (microvention). The complaint devices were returned for evaluation and analysis. During the microscopic inspection of the 1.00mm x 3.00cm galaxy g3 mini coil, the embolic coil was observed damaged with non-concentric loops. Based on the product analysis on 09-mar-2022, this event has been deemed MDR reportable as a ¿malfunction.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Procode is krd/hcg. The initial reporter phone: (B)(6). The initial reporter email address is not available / reported. [Conclusion]: the healthcare professional reported that during a coil embolization procedure of a subarachnoid hemorrhage (sah) at the posterior cerebral artery (pca), the complaint coil, a 1.00mm x 3.00cm galaxy g3 mini (glm910030 / 30622476), was used after a 3mm x 8cm target ultra coil (stryker) and a 2mm x 3cm target nano coil (stryker) were used. The physician noticed that the second target nano coil was coming into the neck side, therefore, the complaint coil was introduced and unsheathe for delivery, however, it was reported that the introducer sheath became exposed and it could not be resheathed. A continuous flush was not maintained. A shoryu balloon catheter (kaneka medix) was used and angiography was repeated to confirm that the target nano coil did not affect the parent vessel. It was difficult to access, therefore, no additional coil was added and the procedure was completed. There was no report of any patient adverse event or complication. Additional information received confirmed that the reported device issue did not result in any patient consequence. There was no additional intervention required. The reported issue did not result in any blood flow restriction / reduction. There was no clinically significant delay in the procedure as a result of the reported issue. The information indicated that there was no resistance at any time during the advancement of the complaint coil through the concomitant headway® duo microcatheter (microvention). The complaint device was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: a non-sterile 1.00mm x 3.00cm galaxy g3 mini coil was received contained in a pouch. Visual inspection was performed. The introducer was noted to be longitudinally separated in two throughout most of its entire length. Only the distal 5.5 inches of the introducer was noted without damage. There was no damage noted on the zipper; the component was observed in good condition. No further damage was observed. Microscopic inspection was performed. Under magnification, the core wire is bent near the marker band. The embolic coil component was observed damaged with non-concentric loops. The embolic coil was received being advanced nearly 7 inches out of the introducer, these observed damages may have occurred during post-procedure handling, during shipping, or during the decontamination process. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. A review of manufacturing documentation associated with this lot (30622476) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Based on the observations noted on the introducer, the issue reported in the complaint was confirmed. However, no contributing factors from the device were identified. Procedure and other factors that were not included in the event description may have resulted in the reported device issue. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contains the following recommendations: do not fasten the rotating hemostasis valve (rhv) too tightly around the introducer sheath since excessive pressure may cause damage to the introducer sheath and/or the microcoil as it is advanced into the infusion microcatheter. Additionally, if the introducer tip and microcatheter hub are misaligned, damage may occur to the microcoil as it passes through this transition. If unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1 in (2-3 cm). If unusual friction is noticed during advancement or retraction of the microcoil system through the introducer, open the rhv main valve, and partially withdraw the distal end of the introducer to expose its tip within the rhv. Tighten the rhv main valve and flush the y-connector of the rhv with sterile saline and verify that fluid exits the slit in the clear portion of the introducer. After flushing, reinsert the introducer into the infusion catheter hub as described in ¿microcoil placement¿ section. Coil damaged is a known potential issue associated with the use of this device. The IFU provides proper handling instructions for the device to prevent such issue as coil damage from occurring. The damaged condition observed on the embolic coil under magnification was not originally reported at the complaint initiation and may have been related to other factors; the exact cause cannot be conclusively determined. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 1.00mm x 3.00cm galaxy g3 mini coil left the manufacturing facility with the embolic coil in the damaged condition with the non-concentric loops observed. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.